Event description:
Information received with return of the explanted device notes that post implant cardioversion was attempted three times to alleviate atrial flutter/fibrillation. After these attempts, the device could not be interrogated.